Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing an allergic reaction to the lifevest. There was no alleged device malfunction contributing to the irritation. Patient use of the lifevest was discontinued by a physician due to the reaction. Follow up indicated that the rash improved.